Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for analysis, which confirmed the reported leak from the delivery catheter (dc) handle. It was identified that the delivery catheter handle was cracked, which allowed for fluid to leak out of the dc handle upon flushing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is likely that the device was damaged after manufacturing. The device may have been unintentionally dropped, causing the delivery catheter handle to crack. This is believed to be an isolated incident and this type of malfunction will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), a leak and crack were observed on the cds handle. If this were to occur in the anatomy, there's potential of air embolism in the patient. It was reported that during preparation of the clip delivery system (cds), after the handle was flushed, a leak was observed coming from the bottom of the handle. When inspected, it was found that the outer plastic portion was broken [cracked]. There was no patient involvement. The device was replaced and a new cds was used in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.